Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening and observed a cracked valve seat diaphragm valve. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a right-side deflation. Device was explanted.

Event description:
Healthcare professional called to report, a right side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.